Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that this was total shoulder arthroplasty (mitek) treating extensive rotator cuff tear and osteoarthritis of the shoulder in (B)(6) 2021. The exact date of the surgery is unknown. After the surgery, on unknown date, deltaxtend was dislodged to the glenoid side and the screws broke. The revision surgery is scheduled on (B)(6) 2021. The cause and details of the dislocation and breakage is unknown. Details of this event will be reported after the revision surgery. The glenoid component had decentered, so a revision was performed. No revision of the implant on the humeral side. Products are not returned because they are needed to explain to the patient. The broken screw was one 42mm locking screw. Since removal of the broken screw may cause deterioration of bone quality, it was decided to leave it in the body. Doctor's opinion: the reason is unknown, but it is possible that the screw was broken due to some force.